Event description:
An error message was reported with the adc device. The customer received an error 9 message on their reader display and was unable to obtain readings. The customer further reported a reading of 362 mg/dl was obtained from an unknown device and 4 iu of novorapid insulin was administered. Consequently, the customer experienced hypoglycemia symptoms of sweating, fatigue, disorientation, and a loss of consciousness. The customer was provided a "spoonful of honey" by their husband for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) was returned and investigated. Visual inspection has been performed on the reader and no issues were observed. A built-in reader test was performed and the reader has passed the test. No error message was observed. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Section h4 (device mfg date) was updated based on extended investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. The customer received an error 9 message on their reader display and was unable to obtain readings. The customer further reported a reading of 362 mg/dl was obtained from an unknown device and 4 iu of novorapid insulin was administered. Consequently, the customer experienced hypoglycemia symptoms of sweating, fatigue, disorientation, and a loss of consciousness. The customer was provided a "spoonful of honey" by their husband for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. The customer received an error 9 message on their reader display and was unable to obtain readings. The customer further reported a reading of 362 mg/dl was obtained from an unknown device and 4 iu of novorapid insulin was administered. Consequently, the customer experienced hypoglycemia symptoms of sweating, fatigue, disorientation, and a loss of consciousness. The customer was provided a "spoonful of honey" by their husband for treatment. There was no report of death or permanent impairment associated with this event.